Event description:
It was reported that the right ventricular (rv) lead was exhibiting undersensing and the right atrial (ra) lead was exhibiting oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.